Event description:
Customer has a pump with continuous beeping and at times no power.

Event description:
Customer has a pump with continuous beeping and at times no power. The device was not received for evaluation. The device history record was reviewed. No events linked with the reported issues were found.